Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. The 2mm x 40mm x 145cm sterling es pta balloon dilatation catheter was advanced to the lesion over a non bsc guide wire. Upon the first inflation, the balloon ruptured at 14 atmospheres. There were no patient complications reported and the patient's condition is reported as 'good'.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. The 2mm x 40mm x 145cm sterling es pta balloon dilatation catheter was advanced to the lesion over a non bsc guide wire. Upon the first inflation, the balloon ruptured at 14 atmospheres. There were no patient complications reported and the patient's condition is reported as 'good'.

Manufacturer narrative:
Age at time of event: (B)(6) (additional information) patient sex: additional information device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (Updated) (B)(4).